Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the integrated electrosurgical unit (iesu) due to screen icons missing. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the iesu part for evaluation, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. System log review was performed. Per the review, the following was confirmed: a low anterior resection surgical procedure was performed on system sk1359 on (B)(6) 2022. A review of the provided image was performed by an isi technical service engineer (tse). The following additional information was provided: isi tse confirmed no icon for the ground pad was showing. This complaint is reportable due to the following: the integrated electrosurgical unit (iesu) generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup third-party esu. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, integrated electrosurgical unit (iesu) did not have icons. Intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that the customer tried reseating the cables on the iesu, power cycled the iesu, and hard cycled the iesu. The isi tse had isi clinical sales representative (csr) try both ports on the iesu for monopolar and attempt to power cycle the system and iesu but the issue remained. The isi tse asked what type of ground pad the customer was using, whether the ground pad was approved and what icon they had for the ground pad for the iesu to determine if it was a single, dual, or either. The isi csr stated that there was no icon where the ground pad should be. The isi tse requested a picture of the iesu, reviewed it and confirmed no icon for the ground pad. The isi tse then had isi csr check the connections on the back of the iesu and the connection on the video processor (vp); the isi csr confirmed all connections were correct and tight. At this point, the isi tse advised the isi csr that they would need to bring in a third-party generator. The site brought in covidien force triad. The isi tse walked isi csr through setting up the generator and energy activation cable. The site was continuing with the case. The site was completing the procedure with no reported injury.isi followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure: anesthesia had been administered and ports placed. The issue was reported during the initial system start-up. The functionality of the system was not checked upon powering on. The iesu initially powered on without errors. Instruments were connected to energy using the covidien force triad. No patient information was provided.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint of ¿iesu doesn¿t have icons¿. The iesu generator was placed on an in-house system and was run in normal mode with no issues observed. However, it is configured to version -02 with an older version of software (sw). The iesu generator will be upgraded in house to the current version of sw 3.3.0.

Event description:
Refer to h10/h11 for follow-up information.